Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evals with the suspect device. During magnified inspection, it was noted that the seal rotor had abnormal wear patterns. This eval confirmed the reported complaint. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and stop infusion) if there is air detected. The event occurred during prime and was changed out with no pt involvement.

Event description:
On (B)(6), 2009, it was reported by the user facility ((B)(6)) to terumo (B)(4) that during priming a cardiopulmonary bypass circuit, the centrifugal pump had air in it. The user facility reported that the pump was changed out prior to initiating the bypass procedure and that there was no pt involvement in this event as it occurred during the set-up and preparation of the bypass circuit.